Manufacturer narrative:
(B)(4). D10: medical product: femoral component option size g left: catalog# 00596401751, lot# 62559789; articular surface size gh 10 mm height: catalog# 00596405010, lot# 82134454; palacos r+g 2x20: catalog# 66017773, lot# 81655265; palacos r+g 2x40: catalog# 66017569, lot# 66017569. G2: foreign: united kingdom. The product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Upon receipt of additional information or completion of the investigation, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial left total knee arthroplasty. Approximately seven (7) years and nine (9) months post-implantation, the patient began to experience pain and difficulties with mobility. Radiological evaluation indicated loosening of the tibial component. Subsequently, the patient underwent revision surgery of the affected implant. All available information to date has been provided.